Manufacturer narrative:
Date of event is estimated date. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. All the available information was investigated and the cause for tissue damage resulting in mitral regurgitation could not be determined. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2016, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). One mitraclip was successfully implanted, reducing mr to a grade of 1. On an unknown date, echocardiogram was performed and showed a new flail had occurred medial to the implanted clip, and mr had increased to a grader of 4. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 4. The clip delivery system (cds) was advanced and placed medial of the implanted clip. However, it was noted that due to the flail, grasping was difficult. The clip was able to be implanted; but mr was only reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.